Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment was cracked and the battery cap was not able to be fully tightened. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2015 with the following findings: unexplained power reset events were observed in the black box. The battery compartment was found to be cracked on the side near the threads and also below the bumper pad. The returned battery cap was found to have stripped threads and was unable to be fully attached to the pump. Power reset events were duplicated with the returned battery cap. A new test battery cap was able to be carefully attached to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The returned cartridge cap was used to complete testing with no malfunctions found. The pump cover was removed for further investigation and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.